Event description:
A peritoneal dialysis (pd) patient contact reported a fluid leak was discovered during step 9 tx complete of treatment. The patient stated treatment was in dwell 4 of 4 of treatment for longer that they needed to be, and treatment was bypassed to drain 4 of 4 of treatment. The cycler began draining but the patient began to receive a notice: draining slowly messages during drain 4 of 4 of treatment. The patient contact was advised by the registered nurse (rn) to power off the cycler and disconnect. When getting to step 9 of treatment complete, the patient took out the cassette and noticed fluid leaking. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from the pump module area of the cassette. The patient was connected during the incident. No air bubbles were found. The film on the back of the cassette was not loose. The patient also reported a grinding noise coming from the cycler during step 3 or 4 of setup. The patient was assisted with discontinuing use of the cycler and to contact the peritoneal dialysis registered nurse (pdrn) to advise them of the incomplete treatment. The patient was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the cycler replacement. The patient knew how to perform manuals. There was no patient injury noted. Upon follow up, the patient's pdrn confirmed the reported event. The pdrn stated the fluid leak was noted during step 9 of treatment as treatment was cancelled and following the reported cycler alarms. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using manuals on the night of the reported event. The pdrn confirmed the patient did not experience any previous cycler fluid leaks prior to the event reported. The patient's cycler was replaced. The pdrn confirmed the cycler set (cassette) used was available to be returned for investigation. The patient has resumed treatment using the replacement cycler without further issue.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contact reported a fluid leak was discovered during step 9 tx complete of treatment. The patient stated treatment was in dwell 4 of 4 of treatment for longer that they needed to be, and treatment was bypassed to drain 4 of 4 of treatment. The cycler began draining but the patient began to receive a notice: draining slowly messages during drain 4 of 4 of treatment. The patient contact was advised by the registered nurse (rn) to power off the cycler and disconnect. When getting to step 9 of treatment complete, the patient took out the cassette and noticed fluid leaking. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from the pump module area of the cassette. The patient was connected during the incident. No air bubbles were found. The film on the back of the cassette was not loose. The patient also reported a grinding noise coming from the cycler during step 3 or 4 of setup. The patient was assisted with discontinuing use of the cycler and to contact the peritoneal dialysis registered nurse (pdrn) to advise them of the incomplete treatment. The patient was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the cycler replacement. The patient knew how to perform manuals. There was no patient injury noted. Upon follow up, the patient's pdrn confirmed the reported event. The pdrn stated the fluid leak was noted during step 9 of treatment as treatment was cancelled and following the reported cycler alarms. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using manuals on the night of the reported event. The pdrn confirmed the patient did not experience any previous cycler fluid leaks prior to the event reported. The patient's cycler was replaced. The pdrn confirmed the cycler set (cassette) used was available to be returned for investigation. The patient has resumed treatment using the replacement cycler without further issue.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.